Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified right superficial femoral artery. After a 300cm non bsc guide wire crossed the lesion, the 3mm x 40mm x 146cm mr coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 4 atmospheres, it was confirmed by perspective image that contrast media leaked. The physician removed the device from the patient and it was noted that the balloon ruptured. The procedure was completed with another coyote balloon catheter. No patient complications were reported and the patient's status was good.